Manufacturer narrative:
Upon further review of this emdr on (B)(6)2020 , it was discovered that this emdr was not required as the suspect medical device is not marketed in the united states.

Manufacturer narrative:
Review of product historical data for any trends and customer complaints received did not identify any adverse trends or abnormal complaint activity. Review of historical data did not find a product issue related to the complaint incident. Labeling was found to be adequate for the complaint incident (alinity h-series operations manual, section 8, page 557, biological hazards/precautions). No product issue was determined. Based on the information within the complaint record, it was determined that use error may have contributed to this incident.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An abbott field service engineer (fse) stated that while removing a probe from the tubing connected to it on the alinity hq processing module, liquid (either water, diluent or blood) got into his eye. He immediately flushed his eye with water and used a sterile opthalmic eye drop/lubricant purchased over the counter multiple times throughout the day. There was no blurring of vision or injury to the eye. The fse later reported that his eye was feeling back to normal.